Event description:
It was reported that 5 days following a coronary drug eluting stenting treatment procedure, the pt experienced a stent thrombosis. In 2004 a 2.5 mm taxus express2 drug eluting stent was placed in the obtuse marginal artery. The pt stopped their regimen af aspirin. Five days later, the pt returned to the hosp. A 3.0 mm taxus express2 drug eluting stent was placed in the proximal main body of the circumflex artery. The pt's condition was reported as satisfactory/good.

Event description:
Additional info received reports the obtuse marginal artery was mildly tortuous while the circumflex artery was non-tortuous. The pt was prescribed plavix following the procedure. The pt had presented with symptoms of thrombosis including chest pain and EKG changes. The physician feels the complication occurred because the pt discontinued the aspirin regimen.